Event description:
It was reported that pump displayed malfunction code and was not resettable. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged shipment of replacement pump.